Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the tip of monopolar curved scissors instrument broke off. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) single port (sp) was analyzed, and the complaint was not confirmed by failure analysis. The mcs tip accessory was not returned with the instrument. The instruments drive rod was inspected and found to have no damage. The mcs tip is a separate component that is installed by the customer prior to using the instrument. An in-house mcs tip was installed onto the instrument, installed on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, where the mcs tip opened and closed properly. Additionally, the instrument was found to have a sheath distal coextrusion lodged at the proximal clevis. The probable root cause of broken tip cover cannot be determined since the mcs tip was not returned for evaluation in order to confirm or reproduce the reported issue. The probable root cause of the sheath distal coextrusion segment lodged at the proximal clevis is attributed to user handling, potentially during instrument insertion, removal, or cleaning.